Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the affected parts were replaced (ard368612998 - s/e coque transparente - l100 & ard368614998 - s/e capot inferieur avec arceau - l100 & ard368616555 - l100-kit capot sup + support poignee). Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cracked covers with missing particles which could be considered as technical deficiency, and in this way device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of cracked headlight cover with missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Issue investigated herein was analyzed by subject matter experts at manufacturing site which stated the following. The cupola has endured a multiple shocks. The consequence is the breakage of the cover. The root cause has been confirmed by the customer:"it is the lower cover part that was broken (following a shock with an unknown device)". Therefore, the most probable root cause is misuse. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.